Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed to remove the pump's case, inspect various areas, and clean the pneumatic tap. An o-ring was identified on the pneumatic tap, and the customer was advised to remove it and clean the area. The customer did not have access to new supplies at the time but agreed to follow up if the issue persisted after filling and loading a new cartridge.